Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, these early and intermediate results, which incorporated physician learning curves, support the safety and feasibility of the off-the-shelf zenith p-branch device. Device not returned.

Event description:
Received an article titled results from a prospective multicenter feasibility study. Purpose: to evaluate the cook zenith p-branch stent graft for the treatment of patients with asymptomatic juxtarenal or pararenal abdominal aortic aneurysms in a prospective nonrandomized, multicenter, feasibility study conducted in the united states. Method: 30 patients were enrolled from january 2013-june 2015. Per the article adverse events included: stent occlusion, renal infarction, renal insufficiency, endoleaks ii and iii, stenosis and claudication.